Event description:
It was reported that the anesthesia machine circuit had holes in the tubing. Per reporter, the anesthesia circuit was functioning through entire case until time for extubation. Reporter stated anesthesia was unable to fully ventilate or get end-tidal carbon dioxide and the hole in the device was able to be heard by the user. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.